Event description:
The customer obtained discordant vitros tsh patient results for two patient samples (sample 5 result < 0.015 miu/l; sample 9 result = 0.078 miu/l) while performing a patient correlation study using a vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tsh results were not reported from the laboratory to a clinician. The customer ran the affected patient samples on an alternate vitros eci analyzer (sample 5 result = 0.005 miu/l; sample 9 result = 0.018 miu/l), however, it is not known which patient results were considered to be correct, as the purpose of the repeat testing was to support a patient correlation study, only. There were no allegations of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that discordant vitros tsh patient results for two patient samples were obtained while using the vitros eci analyzer. Tsh precision testing confirmed that the analyzer was operating as expected. The investigation could not determine a definitive root cause. There is no evidence that the vitros eci analyzers or vitros tsh reagent had malfunctioned.